Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user states the seat on his commode is cracked. He states the seat is pinching him again on his bottom. He states the pinching occurs when he gets up and down off the seat but no skin was broken.